Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a second controller exchange on (B)(6) 2022 was confirmed. The heartmate ii system controller was not returned for analysis; however, a log file was submitted for review. A review of the submitted log files showed events spanning approximately 11 days ((B)(6) 2022 ¿ (B)(6) 2022 per timestamp). The pump's fixed speed and low speed limit (lsl) were set to 9200 rpm and 8600 rpm, respectively. Between 10:39:39:50 on (B)(6) 2022 and 20:29:35 on aug2022, the log file captured routine system operation where the pump appeared to operate above the lsl. No notable alarms were recorded during this period. However, from 20:29:35, the log file captured multiple low speed events while battery power supported the system. During these events, speed dropped as low as 0 rpm, and the pump struggled to operate above the low speed limit, which activated the low speed hazard, low flow hazard, low speed operation, and motor stop alarms; these events indicate potential driveline issues, which will be addressed via the pump investigation vad-18004 (MFR#2916596-2022-12948). The log file also captured time base fault (internal error code 51) during these drops in pump speed. There were no other notable alarms or events active in the log file. The driveline was disconnected at 22:40:24 on (B)(6) 2022, and the controller was disconnected from power at 22:42:01 to exchange the controller. Multiple good faith effort attempts were made requesting the confirmation of the controller exchange, the reason for the controller exchange, and, if the exchange took place, the product returning status; however, no response was received. To date, the controller is unavailable for analysis. As a result, this complaint file will be closed without further action. This investigation could not conclusively determine the exact cause of the controller exchange event. Heartmate ii patient handbook section 5, entitled ¿alarms and troubleshooting¿, and heartmate ii instructions for use (IFU) section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), and the actions to take if the alarms cannot be resolved. Heartmate ii patient handbook section 2 "how your heart pump works" and heartmate ii instructions for use (IFU) section 2 "system operations" explain how to properly replace the running system controller with a backup controller. Heartmate ii patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment the heartmate ii patient handbook instructs users on how to exchange their system controllers, and to never exchange their system controller without having a trained, competent caregiver at your side to assist. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related MFR#2916596-2022-12948. Review of log file suggests that a controller exchange was performed on (B)(6).2022. The patient had multiple pump off events while on battery power on (B)(6).2022.